Event description:
It was reported that the right ventricular (rv) lead exhibited undersensing with occasional t-wave oversensing (twos.) It was also reported by the patient that the rv lead was to be replaced because "it is not working" and it has to be "re-done." The patient will have the rv lead re-evaluated in the future. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. No anomalies were found.